Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. It was reported that this 980 ventilator failed post (power on self test). The medtronic field service engineer evaluated the ventilator and replaced a damaged exhalation valve flow sensor. As a secondary finding, the sp found the unit failing est (extended self test) and replaced the ifm (inspiratory flow module) pcb (printed circuit board). The ventilator passed all testing per manufacturer specifications after servicing. One ifm pcb was returned to medtronic for further analysis. Medtronic received the returned ifm pcb.a visual inspection of the returned board shows no anomalies. The pcb was attached to the failure investigation (f.I) test ventilator and it successfully passed all tests and calibrations during service mode. The ventilator was put into normal ventilation mode. After 64 hours ventilating, the ventilator generated a ventilator inoperative condition, entering backup ventilation. The cause was isolated to the auto zero solenoid, reference designator so1 on the ifm pcb. The cause of the reported event was isolated in the field to the damage evq. The cause of secondary findings is due to faulty component so1 on the ifm pcb the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this 980 ventilator failed post (power on self test). The ventilator was not in use on a patient at the time of the reported event.